Event description:
Procedure: nephrectomy. According to the rptr: the surgeon noticed a sharp burr on the end of the surgiwand instrument during the procedure. This burr caused add'l bleeding during the procedure and extended the operating time. Surgeon used reusable cautery instrument to control the bleeding and finish the case (less than 250 cc blood loss). No tissue loss. Tissue damage: yes, small damage to small vessels surrounding the tissue. Damage was controlled with reusable cautery device. Less than 30 mins operating room time was required. Nothing feel in the surgical cavity. Pt current status reported as fine. The device is being returned for eval.

Manufacturer narrative:
(B)(4).